Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. No settings clearing after motor error alarms noted. Device had cracked battery tube threads, reservoir tube lip, reservoir tube and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 21.8 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.